Manufacturer narrative:
UDI(di): (B)(4).

Event description:
New information stated that on 8/23/2017, the device was explanted and replaced due to elective replacement indicator.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that on the patient experienced a syncopal episode and presented in the emergency room. The patient also received electrical stimulations post unrelated procedures. Upon interrogation, the pulse generator exhibited normal functions. On (B)(6) 2015, the patient experienced another syncopal episode. No intervention was performed. No further information was available.